Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a stool-like drainage was noted at the driveline exit site. The surgeon perforated the colon during driveline tunnel. An abdominal/chest computed tomography (CT) scan was ordered. Cultures were taken, and the gram stain showed gram positive cocci chains, gram positive rods, gram positive cocci pairs, and gram-negative rods. The patient returned to the operating room (or) on (B)(6) 2024, the perforation was confirmed, the colon was repaired, and an ileostomy was performed. Infectious diseases were consulted. The patient was started on diflucan (fluconazole), ceftriaxone, and flagyl (metronidazole) while awaiting return of culture. It was communicated on (B)(6) 2024 that the patient went to the or and underwent median sternotomy exchange of their pump. The full pump and outflow graft was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Multiple attempts were made to obtain additional information regarding the pump's return status; however, no further information was provided, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including infection (local, driveline, pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ (under creating the driveline exit site), provides instructions on how to create the tunnel for the pump cable as well as how to prepare the driveline exit site. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.